Event description:
Patient was found to have an aneurysm of the replaced right hepatic artery. He was undergoing a fluoroscopic guided coil placement. Using an azur 60 cm hydro pack detachable coil, the interventional radiologist found the coil was not forming correctly and attempted to re-sheath it. During this maneuver, the coil detached and became free floating. The provider snared it and as he was pulling back, the coil started to fall apart. Parts of the broken off coil moved into the superior mesenteric artery (sma) and became lodged, blocking blood flow. The procedure was aborted, and surgery consulted. Patient required surgical intervention to remove the foreign body coil fragment to restore blood flow. Azur 60 cm detachable hydropack coil was nearly completely deployed, however, positioning was not favorable. It was attempted to retrieve the nondetached coil, however, the coil self-detached with the tail of the coil in the sma.